Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requested a bolus and the pump did not allow for the bolus to be delivered. Reportedly, at the time of the bolus request, the customer's blood glucose (bg) level was within target range of 143 mg/dl. Review of pump history with tandem technical support showed there was no alarms in the pump history that would prevent the customer from delivering a bolus. During troubleshooting, the contact was able to enter a bg and carbohydrates value and successfully deliver a bolus and observed insulin coming from the end of the infusion tubing with no issues. The customer understood that the pump was able to successfully able to deliver boluses; however, was still unsure as to the cause of the reported event. The customer confirmed that the pump would continue to be monitored.